Event description:
Bayer case number: (B)(4). One of the essure implants was broken and the other was taking the same path [device breakage]. Recurring abdomino-pelvic pain [abdominal pain] pelvic pain female [pelvic pain female] irregular female cycle (every 8-10 days) [menstrual cycle shortened] bleeding after sexual intercourse [post coital bleeding] dizziness [dizziness] brain fog [brain fog] impairment of attention [impairment of attention] memory problems [memory disturbance] various joint pain [joint pain] vision problem [visual disturbance] chronic tiredness [tiredness] significant weight gain of 5 kg [weight gain] poisoning from heavy metal released by the broken implant [heavy metal poisoning]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 21-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("one of the essure implants was broken and the other was taking the same path") in a 50 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2021 she experienced device breakage (seriousness criterion intervention required), abdominal pain ("recurring abdomino-pelvic pain"), pelvic pain ("pelvic pain female"), polymenorrhoea ("irregular female cycle (every 8-10 days)"), coital bleeding ("bleeding after sexual intercourse"), dizziness ("dizziness"), brain fog ("brain fog"), disturbance in attention ("impairment of attention"), memory impairment ("memory problems"), arthralgia ("various joint pain"), visual impairment ("vision problem"), fatigue ("chronic tiredness") and metal poisoning ("poisoning from heavy metal released by the broken implant") and was found to have weight increased ("significant weight gain of 5 kg"). Essure was removed on (B)(6) 2021. The patient was treated with surgery (hysterectomy). At the time of the report, the brain fog, disturbance in attention, memory impairment, arthralgia, fatigue, weight increased and metal poisoning had not resolved. The outcomes for device breakage, abdominal pain, pelvic pain, polymenorrhoea, coital bleeding, dizziness and visual impairment were unknown. No causality assessment was received for essure with regard to abdominal pain, pelvic pain, device breakage, polymenorrhoea, coital bleeding, dizziness, brain fog, disturbance in attention, memory impairment, arthralgia, visual impairment, fatigue, weight increased or metal poisoning. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. [Abdominal x-ray] on (B)(6) 2021: one of the essure implants was broken and the other was taking the same path. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). One of the essure implants was broken and the other was taking the same path [device breakage] recurring abdomino-pelvic pain [abdominal pain] pelvic pain female [pelvic pain female] irregular female cycle (every 8-10 days) [menstrual cycle shortened] bleeding after sexual intercourse [post coital bleeding] dizziness [dizziness] brain fog [brain fog] impairment of attention [impairment of attention] memory problems [memory disturbance] various joint pain [joint pain] vision problem [visual disturbance] chronic tiredness [tiredness] significant weight gain of 5 kg [weight gain] poisoning from heavy metal released by the broken implant [heavy metal poisoning]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-jul-2025. The most recent information was received on 06-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("one of the essure implants was broken and the other was taking the same path") in a 50-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2021 she experienced device breakage (seriousness criterion intervention required), abdominal pain ("recurring abdomino-pelvic pain"), pelvic pain ("pelvic pain female"), polymenorrhoea ("irregular female cycle (every 8-10 days)"), coital bleeding ("bleeding after sexual intercourse"), dizziness ("dizziness"), brain fog ("brain fog"), disturbance in attention ("impairment of attention"), memory impairment ("memory problems"), arthralgia ("various joint pain"), visual impairment ("vision problem"), fatigue ("chronic tiredness") and metal poisoning ("poisoning from heavy metal released by the broken implant") and was found to have weight increased ("significant weight gain of 5 kg"). Essure was removed on (B)(6) 2021. The patient was treated with surgery (hysterectomy). At the time of the report, the brain fog, disturbance in attention, memory impairment, arthralgia, fatigue, weight increased and metal poisoning had not resolved. The outcomes for device breakage, abdominal pain, pelvic pain, polymenorrhoea, coital bleeding, dizziness and visual impairment were unknown. No causality assessment was received for essure with regard to abdominal pain, pelvic pain, device breakage, polymenorrhoea, coital bleeding, dizziness, brain fog, disturbance in attention, memory impairment, arthralgia, visual impairment, fatigue, weight increased or metal poisoning. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. [Abdominal x-ray] on (B)(6) 2021: one of the essure implants was broken and the other was taking the same path quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-aug-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.